Event description:
It was reported that the pump battery could not be charged causing the pump to shut down. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.